Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the unit burned up during operation in the intensive care unit (ICU). The unit was reported to have smoked and set off the smoke alarm and is said to be totally damaged. It was also noted from the supplier customer service and the hospital biomedical engineers, that the failed part was the blower heater because the filter was blocked and there was insufficient ventilation. Although the unit was on a patient at the time, there is no report of injury or harm - customer reported there was no delay or change in the patient therapy and no change in the patient's conditions.

Manufacturer narrative:
(B)(4). This complaint was reported in error to the FDA. This device is not sold in the USA and is not identical to any devices that covidien sells in the USA.